Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition. A follow up report will be filed upon completion. (B)(4).

Event description:
Per report- "device was placed appropriately, vacuum extractor broke at the junction of the stem with the cup. Cup remained on fetal head and there was no pop off. Apgars 7-9 ".

Manufacturer narrative:
Reference: (B)(4). *investigation x-initiated manufacturer's investigation x-no sample returned x-review DHR *analysis and findings distribution history the 53347 m-cup sub assy. Mystic was purchased from carclo technical plastics, received at csi 10/10/2016, issued to work order 210328 as csi part number 10057 and completed 10/17/2016. Manufacturing record review the DHR for this unit (attached) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review iqc record review was not performed as it had been archived and not available at time of this investigation. Service history record service history record not applicable to this product. Historical complaint review a review of the product two-year history indicated did not reveal any trends related to the description of the reported event. The reported event will be monitored for possible future reported event trending. Product receipt the sample was not returned at the time of this investigation. Visual evaluation the sample was not returned at the time of this investigation. Functional evaluation functional evaluation is not applicable to this complaint. Root cause the root cause of the reported event is indeterminable. A review of the lot DHR did not reveal any abnormality, see attached. A review of the manufacturing process was noted to be in-control, and unaltered. Inventories of the affected lot 210328 as reported were depleted and not available for further verification at csi trumbull fg warehouse. Further evaluation for continuous improvements will be performed, and any feasible or required assembly process enhancement will be considered for implementation. *correction and/or corrective action coopersurgical will continue to trend this complaint condition. No further corrective action is required at this time, as the complaint condition was not confirmed. No further training required at this time. *was the complaint confirmed? No. *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Per report- "device was placed appropriately, vacuum extractor broke at the junction of the stem with the cup. Cup remained on fetal head and there was no pop off. Apgars 7-9 ". (B)(4).